Event description:
It was reported that in central processing, it was observed that there was cosmetic damage to the fenestrated bipolar forceps instrument's housing. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's housing had laser mark issue. Failure analysis investigation also found the distal end of the main tube had scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the scratch mark on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.